Event description:
It was reported that the procedure was being performed in the surgical department on a (B)(6), male, pt, with a medical history of pneumonia, thrombosis, hypertension, and osteoporosis. During catheter placement, the physician experienced difficulty when removing the guide wire. The physician removed the wire and opened and used a second kit.

Manufacturer narrative:
(B)(4). Device eval: a guide wire was returned for analysis. The guide wire has multiple bends and kinks along its length. The distal half of the wire is curled. The wire does not appear to be elongated. A manual tug test on both ends of the wire confirmed that the proximal weld is intact, however, the coils stretched when pulled at the distal weld, therefore, the guide wire is unraveled. The core wire was found broken adjacent to the distal weld. The guide wire was examined microscopically. Discoloration at the broken end of the core wire is consistent with proximity to a weld. Microscopic inspection revealed a plastic deformation and necking of the wire in the area of the break. The distal weld appears full and remains attached to the unbroken coil wire. Based upon the measured length of the broken core wire, no pieces appear to be missing. The diameter of the guide wire was measured and is within specification. Instructions for use describe suggested techniques to minimize the likelihood of guide wire damage during use. The instruction state that if resistance is encountered when attempting to remove the guide wire after catheter placement, the guide wire may be kinked about the tip of the catheter within the vessel. In this case, it is recommended to withdraw the catheter relative to the guide wire about 2-3 cm and then attempt to remove the guide wire. The instructions caution that withdrawing the guide wire against the needle bevel or use of excessive force during removal could damage or break the wire. The device history records for the guide wire were reviewed with no findings relevant to this complaint. The investigation found no evidence to suggest a mfg related cause. The complaint was originally reported as difficulty removing the guide wire from a catheter. Visual inspection of the returned sample confirmed that the guide wire is unraveled. No mfg defects were found during this investigation. Arrow guide wires are designed and manufactured to withstand a tensile force that exceeds the minimum force specified by the iso standard for this size wire. The selected insertion site and pt anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Quarterly trending indicates a low, stable rate for unraveled or separated guide wire complaints. Based on these circumstances, the potential cause of this issue is procedure/pt anatomy related.